Manufacturer narrative:
This is the initial report submitted regarding this surgical event and med device.

Event description:
Pt complained of pain, post-op visit obtained x-ray and noticed 2 of the piton anchors were broken and the prongs floating. A revision surgery was done on (B)(6) 2014. The small broken wing from the piton was not found, but an x-ray was done and the piece was located in soft tissue and not the joint. The surgeon was happy with the result. No further intervention is planned at this time.